Manufacturer narrative:
The device was returned to a third-party service center. The technician unable to confirm foam particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, box d, g, h has been updated or corrected.

Manufacturer narrative:
The evaluation results code grid, component code grid and conclusion code grid has been updated/corrected in this report. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. During visual inspection of the device, dust/dirt was found inside the device. The device's event log was reviewed by the service center and #65 error code found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.